Event description:
Overdelivery due to programming errors reported. The pump was initiated on july 17, 1998 for delivery of morphine (10mg/ml), pt controlled analgesia bolus plus continuous mode, at 2mg/h with a 2mg pt controlled analgesia dose available every 15 minutes. Due to continued pt discomfort, the continuous rate was increased to 4mg/h on july 21, 1998. Delivery continued at this range without incident. A new 100ml (1000mg) container was started at 8pm on august 15, 1998. The pt is a resident in an extended care facility. The nurse later realized that the container size had not been re-set when the new bag was hung. The nurse attempted to re-set the container volume "but did not get it exactly correct." The on-coming shift nurse was consulted and the pump was again re-programmed to what they thought were correct settings. A short time later, the pt was noted to be "somnolent, lethargic and unresponsive." At that time, it was observed that "too much was gone from the IV container." The morphine infusion was discontinued and the pt was monitored closely. The narcotic effects were allowed to wear off; no medical intervention was required. The pt reportedly had rec'd approximately 80mg of morphine over a two hour time period. The device history was obtained and the pharmacist noted that the pump was erroneously programmed in the total parenteral nutrition mode, and approximately 2 hours later it was incorrectly re-programmed in an intermittent delivery mode. The pump continued in the intermittent mode for approximately 7 minutes. No additional info was available.